Event description:
I received a phone call from the nurse requesting my review of the tracing in the patient's room. Tracing clearly showing a doubled fetal heart rate (fhr) with nearly every contraction, beginning approximately 20 minutes prior to my review. Fhr baseline at 125bpm. Tracing rate during contractions appear like inverted decels starting at 210 and increasing to 240, or simply recording at 210-240. Fhr was audible in the 110's. The doubling occurred during and immediately after the contraction, raising the concern of whether the decelerations were lates. I witnessed several of these events. The fetal monitor displayed at times a fhr of 115 then jumped to 234 while the audibile sound was slowing (consistent with a deceleration). This situation occurred in the absence of maternal movement, staff interference or manipulation of the ultrasound device. The displayed fhr in obtv was never consistent with the reading on the monitor device. It would read 129 when the monitor read 234 for instance. The obtv delay made it apparent that the number on the fetal monitor was the one to respond to. The physician chose arom and placement of an internal scalp electrode rather than to switch to the old monitor. The fse reading immediately was continuous and readable and as of this report continues to show no doubling.